Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that the chemistry quality control results met the customer's established specifications during the timeframe of this event. Additionally, the reagent blank history showed stable reagent blank data, with no changes on the date of the event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneous elevated high-density lipoproteins (hdl) cholesterol result was generated from an olympus au5400 clinical chemistry analyzer for a single patient. Beckman coulter inc. Assessment of customer supplied data indicate that upon repeat, the hdl result was lower, consistent with the previous results for that patient, and considered valid. Calculated patient results involving the hdl result were also impacted. Triglyceride and cholesterol results were also rerun and corrected, but the change was not significant. No other chemistries were impacted/involved as part of this event. The initial, erroneous hdl result was reported outside the laboratory and was questioned by the physician. There were no reports of death, serious injury or modification to patient treatment associated with this event. The sample was tested from the master tube. The hdl reagent involved in this event was not a beckman coulter inc. Product.